Event description:
It was reported to olympus that during reprocessing of an evis exera iii gastrointestinal videoscope from an unspecified diagnostic procedure, foreign material was observed exiting the channel after being flushed and rewashed several times. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center confirmed the reported event due a dark liquid was flushed from the biopsy channel. Service center also observed a restriction in the instrument channel due to insertion tube buckling near the boot, the light guide was observed scratched. Additionally, it was also noted that distal sheath was wet, the light guide lens was observed with fluid inside, the objective lens was cracked, forceps passage was buckled, and the control knob was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and due to the user not reporting about the suggested event, it was difficult to specify the cause. However, it is likely that because of the kink of the insertion section, reprocessing of the biopsy channel was insufficient, and water remained inside the biopsy channel. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.